Event description:
It was reported that a patient was picking up some noise on the atrial lead and mode switching. The noise was reproducible, but the lead was still capturing and sensing appropriately. The patient was followed up with normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.